Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture threshold. Additionally, the rv lead exhibited difficulty in advancing through the sheath after multiple reposition. The rv lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events of inadequate capture and the lead difficult to advance were not confirmed. A complete lead with a stylet was returned in one piece for analysis. Final analysis found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead insertion test was performed with 8 french (f) introducer and was able to be completely advance/pass through the introducer.